Event description:
It was reported that the patient developed an infection at the implantable neurostimulator (ins) site. The patient was afebrile and did not feel unwell but the wound site was visibly infected. The patient also had a pump so the doctor decided to explant the ins rather than risk the pump becoming infected as well. The patient was implanted on (B)(6) 2015. A wound swab was performed and the patient¿s system was completely explanted on (B)(6) 2015. The surgeon believed that turning the patient and redraping mid procedure at the original implant was a factor in the infection. It was also noted that the new surgical instruments were not opened and the tools had not been rescrubbed during the turn and redraping. The device was planned to be replaced in the future. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3888-56, lot# 0207510194, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a290, lot# 0208456868, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).